Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va22rr2, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient had pain at the battery pocket site due to battery flipping per the managing physician. Exact date of onset is unknown. The physician is planning to replace the system. Surgery is planned for today.